Event description:
It was reported that patient underwent a total knee arthroplasty utilizing a custom femoral component on (B)(6) 2014. During the procedure, the stem of the custom knee femoral component interfered with the tip of the competitors hip stem component. The surgeon removed the knee femoral component and modified it by removing a portion of the stem. The surgeon implanted the modified custom knee femoral component. There was no significant delay to the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.